Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image was performed. The teflon pad appears to be dislodged and shifted proximally along the length of the clamp arm, but there didn't appear to be any missing pieces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, all preparations went smoothly before the surgery began. However, when the ultrasonic scalpel was attached to the robotic arm and inserted into the patient's body, the surgeon found that the jaws of the harmonic ace would not close. Upon rotating the head of the instrument, it was discovered that the pad had slipped off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments from the device fell into the patient during the procedure. Visual inspection was used both to confirm no fragments were present and to ensure that no retrieval was necessary. No post-operative imaging tests, such as x-rays or ultrasound, were performed to check for fragments, and the patient has not returned with any complications related to retained foreign objects. No injuries or additional surgical procedures were required. The product has been returned by mail to intuitive surgical for evaluation, and any fragments (if applicable) will also be sent. Photos and videos documenting the event were available for review.